Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side "sits about an inch or 2 inches lower than the right one" and "exchange of textured devices due to patient's concern with product." Healthcare professional later reported capsular contracture, baker grade unknown, and replacement from textured to smooth due to the patient concern of the implant. Device has been explanted.

Event description:
Patient reported left side "sits about an inch or 2 inches lower than the right one" and "exchange of textured devices due to patient's concern with product." Healthcare professional later reported capsular contracture, baker grade unknown, and replacement from textured to smooth due to the patient concern of the implant. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Device has been explanted.

Event description:
Patient reported, left side "sits about an inch or 2 inches lower, than the right one". And "exchange of textured devices, due to patient's concern with product". Healthcare professional, later reported, capsular contracture, baker grade unknown. And replacement from textured to smooth, due to the patient concern of the implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.